Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The high drain alarm was identified during review of the event history log. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain cycle one) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2014, 07:22:58. No additional information is available.